Event description:
Ous MDR - after an implantation time of approx 62 months, a loss of ventricular capture was reported. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications. Please note that the leads were implanted approx 15 years and the ventricular impedance decreased since the last follow-up.